Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review. The available black box data showed multiple unexplained pump reboots. During investigation, the battery compartment was found to be cracked from the thread area to the case seal. There was no evidence of moisture in the battery compartment. The returned battery cap contact height and width measurements were found to be within specification. The returned battery cap was unable to fully tighten to the pump but able to maintain an electrical connection for testing. The pump successfully completed the 24 hour duration test using the returned battery cap without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation. Unrelated to the original complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. It was reported that the user¿s blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.